Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 400 mg/dl with extreme tiredness. The pump was reviewed with the reporter and found that the pump basal history matched the active basal rates, but the pump total daily dose history did not reflect the active basal totals. This report is made based on the allegation that the patient experienced hyperglycemia associated with a discrepancy in the pump delivery histories.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2016 with the following findings: the pump history showed that the pump was not in use from 11/26/2015 at 15:35 to 12/07/2015 at 18:10. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was programmed with a 2 unit / hour basal rate and was exercised for 24 hours; the pump correctly reflected a programmed rate of 2 unit / hour at the conclusion of testing and recorded 48 units delivered. A delivery accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked on the side of the threads to the case cover.